Manufacturer narrative:
The pump was received with normal operating currents, and passed the self test, unexpected restart error and displacement tests. However, the pump alarmed compromised force sensor system during the prime test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion, excessive no delivery or verify the motor error alarm due to the alarm. No displacement anomalies noted. The motor passed the motor test. The pump was programmed with a test mini link and the glucose sensor simulator. The pump communicated properly with the glucose sensor simulator. No unexpected lost sensor or sensor end alerts noted. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump was alarming unexpected restarted and motor error. The customer didn't know his blood glucose when the alarm occurred. Troubleshooting was performed. The customer was advised if the device was exposed to a high magnetic field and the customer was concern that it may have been his cell phone. The device also alarmed sensor end and the customer does not wear a sensor, it also alarmed sensor lost and was unable to clear the alarm. The screen also would fade out and become dark, then it would reappear. No motor error alarms or motor position encoder error alarms were noted on the device's history. Displacement test was then performed and the device alarmed motor error and the battery depleted after inserting a new battery. Customer was advised to discontinue use of the device, revert to his backup plan, and the device needed to be returned. The customer agreed to return the device for analysis.